Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported a yeast infection under both breasts. There is no alleged device malfunction. The patient's doctor prescribed medication to treat the infection. The current condition of the skin irritation is unknown.